Event description:
On 2021-june-01, additional information was received from the healthcare professional (hcp). The hcp reported the patient first started experiencing the issue on (B)(6) 2021. The cause was that the pump was loose in the pocket due to significant weight loss. The patient was taken to "sx" on (B)(6) 2021 for catheter check and pump repositioning. The issue was resolved. The pump was reprogrammed to resolve the refill date discrepancy and it was resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the patient was scheduled for surgery on (B)(6) 2021. Additional information was received from the patient on (B)(6) 2021 who reported that her ptm (personal therapy manager) was disabled. It was reviewed with the patient that she would need to see her managing doctor to have the ptm settings enabled. She mentioned that she had no control in pain and that the pump had helped her.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was being scheduled for surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone of an unknown concentration at a dose rate of 9.496 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was having a very hard time because they used to weigh 210 pounds but then got influenza, couldn't breathe, and doesn't remember going to the hospital. It was further reported that the patient has had bad chronic regional pain syndrome (crps) for years. It was further reported that the patient's pump was flipping "inside its cage" and the patient didn't feel like it was working at all. The patient was in extreme pain and they were suffering and on bedrest.  The patient was also walking on their left leg; their legs were "burning alive".  The pump was not flat and was vertical and they could feel both sides of pump.  It was further noted that they could "feel knots" around the pump. The date of the event was unknown.  It was also reported that the refill date on most recent printout indicated (B)(6) 2021, but the patient's personal therapy manager indicated (B)(6) 2021.   Dr. (B)(6).